Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they were in the class the battery stopped working, they tried replacing it with several batteries and would not turn back on. The customer's blood glucose level was 175 mg/dl. They stated that their health care professional told them to stop using the insulin pump. The insulin pump will not be returned for analysis.